Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after a percutaneous transluminal angioplasty procedure. Reportedly, the puncture site could not be closed with the proglide device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of event, lot number. Evaluation summary: the device was returned for analysis. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device via 7fr sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the sutures of the proglide device were successfully placed; however, hemostasis was not achieved. No additional information provided.